Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corrosion and debris throughout the device. The presence of corrosion and debris can often lead to increased friction between the rotating components which results in generation of heat.

Event description:
During testing, it was reported that the drill attachment over-heated. There was no patient involvement and no adverse consequences alleged with this event.